Event description:
It was reported that an electrode was implanted at a basal septal right ventricular location. Pre-anchor measurements were acceptable, the electrode was successfully anchored, post-anchor threshold improved to 0.8 v @ 0.5 ms, anchoring was confirmed in two fluoroscopic views, and both detachment indicators were observed prior to release. Immediately following release, the electrode became dislodged from the implant site. Review of the procedure indicated the dislodgement may have been associated with interaction between the delivery sheath and electrode during the release process, potentially due to significant torque within the delivery system resulting from maximum sheath deflection and possible incomplete de-sheathing of the electrode prior to withdrawal of the delivery catheter and sheath. The dislodged electrode was successfully retrieved using a snare without reported patient injury attributable to the dislodgement event. Please see associated MDR report # 3013596742-2026-00057.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.